Manufacturer narrative:
Summary of evaluation: the information provided and the examination results suggests that this event is not device related but rather is associated with alignment. However, the wear observed is not neccessarily unusual for the pt's weight and reported peroid of implantation.

Event description:
The polyethylene insert was "eroded " and "large flakes were found in the knee."